Manufacturer narrative:
No injury was reported. The device history record confirms that the product passed and met all requirements before releasing. Cynosure field service engineer (fse) arrived at site and evaluated the device. Fse found the device on the foot pedal cord. Fse explains that this caused the foot pedal to malfunction. Logs were reviewed and it confirmed the system was unable to detect all handpieces due to foot pedal being pressed. During test fire, there was no error code and all hand pieces connected without any issues. Due to the site reporting unintended discharges of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
Site reported picosure pro was firing laser for a few seconds even after foot pedal was released. Device rebooted itself and atleast five (5) error messages appeared. Site then shut down the device manually and waited a few minutes before turning it on again. The device then could not recognize any of the handpieces. Site restarted the device again and was now working but still reported issues with foot pedal firing continuously.